Manufacturer narrative:
The field service engineer (fse) conducted a site visit and was able to confirm the reported error by reviewing the logs. The fse was able to reproduce the error by turning on the aia-360 analyzer and received a no slave response error code. During troubleshooting, the fse found that one of the connectors was loose on the main board. The fse then made a better connection to the main board by securing the cable then started up the aia-360 analyzer with no more error codes. The fse ran mac controls and the results were within manufacture package insert sheet ranges. The aia-360 analyzer is functioning as expected. No further action required by field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from 19dec2019 through aware date (B)(6) 2021. There were no similar complaints identified during the search period. The aia-360 operator's manual under section 7-1: list of error messages states the following: [5002] error message: no response from slave. Description: slave response not detected error. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. [3021]. Error message: leak sensor s701 detected. Description: leakage sensor s701 activated. Troubleshooting: contact the service department. The most probable cause of the reported event was due to a loose connection on the main board.

Event description:
Customer reported error 5002 no response from slave, slave response not detected error. In addition, a 3021 s701 leak sensor also occurred. The aia-360 analyzer is down which caused a delay in reporting creatine kinase mb isoenzyme (ck-mb) and myoglobin (myo) patient samples. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results. The field service engineer (fse) was dispatched to address the reported issue.